Event description:
It was reported the patient doesn't like his current spectra device and can't penetrate with it because it's flimsy. It is unknown if a revision surgery has been scheduled. No patient complications were reported in relation to this event.

Event description:
Additional information received indicated the spectra device was removed and replaced with an inflatable penile prosthesis.